Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "felt light twinges in the right breast, at the end of 2021, the pains increased, patient reported that the left breast began in december to be swollen, red and very hot, in addition to pain and that it was previously only the right breast, on physical examination, capsular contracture was found in both breasts, grade IV on the right and patient mentions the recall and reported being psychologically shaken and not sleeping for days. Patient reported that the physician who performed physical evaluation reported that case was worrying, reported that after that cannot sleep, cannot work, and can only get out of the case with the use of analgesics".this is for the right side. The device still remains implanted.

Event description:
Health professional reported "baker IV capsular contracture, pain, unsuccessful drug treatment + edema." The patient reports that had improved pain with the medication, but on (B)(6)2022, had breast pain again and difficulty putting on bra (hypersensitivity). Patient treated with predsin 1 tablet every 12 hours for 10 days to improve pain and swelling. The device was explanted.